Event description:
Customer alleges discrepant results with meter: date: "this week", inratio: 5.3. "Last week", 4.6. Patient's target therapeutic range is 2.5 - 3.5. Patient has hypothyroidism.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 17.1 cm from the connector pin and the distal coil was fractured in the same location, which could cause the noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that excessive noise was observed. The lead was replaced.